Event description:
The user facility reported sheath/catheter breakage when inspecting the surflo catheter device. Follow up communication with the user facility confirmed the following information: tried to used a second catheter. Inspected the device and notice a line split down the catheter. Ended up using a different brand.

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacture for evaluation. A photo was provided by the user facility. Therefore, the investigation consisted of evaluation of user facility information, a photograph of the involved sample and a reserve sample from the reported product code and surrounding lots. A visual evaluation of the photo confirmed the reported problem. The catheter tubing was noticed to have a cut/pinch approximately 5 to 6 mm from the hub. An evaluation of the reported lot (rg0227) and the lots manufactured prior to the reported lot (rf2727) and the lot manufactured after the reported lot (rg2027) was conducted. Visual inspection revealed no defects. Catheter joint strength testing was conducted and met manufacturer specifications. The investigation is yet to be completed. A follow up will be sent within 30 days of this report being sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
(B)(4).

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00028 to provide the evaluation update.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00028 to provide the evaluation update. The evaluation is yet to be completed. A follow up will be sent within 30 days of this report being sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 3 for mfg. Report # 1118880-2015-00028 to provide the completed investigation results. At this point in time, a definitive root cause of the sheath/catheter breakage cannot be determined. However, based on the investigation results, the potential of a manufacturing related cause cannot be ruled out. The defect could not be recreated under normal assembly conditions due to the decommissioning of the sr assembly machines. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 3 for mfg. Report # 1118880-2015-00028 to provide the completed investigation results.

Manufacturer narrative:
The investigation has yet to be completed. A follow up will be sent within 30 days of this report being sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.